Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire and one catheter from a catheter over needle assembly. The j-bend at the distal end of the wire was opened. The guide wire was found to be intact and within dimensional specifications. A straightening tube from a guide wire advancer was used to insert the guide wire into the catheter multiple times at various rotations. In certain orientations, the guide wire would stop inside the hub. The hub was cross-sectioned and a deformity was found at the proximal end of the body extrusion. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing facility.

Event description:
It was reported the procedure was being performed in the operating room. During insertion the guide wire could not be threaded into the catheter over needle. As a result, a new guide wire and catheter over needle were used successfully. There was no delay in treatment and no patient death or complications reported.